Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had blank display. The customer¿s blood glucose level was 10 mmol/l. The customer reported that the insulin pump display was blank. The troubleshooting was performed and was advised to insert new battery and display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a white display with a huge gray spot in the middle of the screen. The text was difficult to read. After further examination of the unit¿s interior, there was heavy corrosion on electrical board around the battery connectors and on the back of the lcd screen. Unable to perform displacement, sleep current measurement, active current measurement, or self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails has rubbed off and become illegible, and the middle (enter) keypad button is cracked.